Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketaocidiosis. Customer stated he never tried a set change. The customer stated he was unable t prime, he said no medication exited the pump. Reviewed programming and histories which appeared to be accurate. Reservoir placement was correct. Troubleshooting performed and lead screw was able to rotate completely. Could not perform high pressure test as customer did not have a clamp.